Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testings) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was unable to positively be identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was unable to run detect and treat testing.